Manufacturer narrative:
(B)(4).

Event description:
It was reported that constant disconnection occurred. Data was evaluated and the allegation was confirmed as a loss of connection was confirmed. The probable cause was determined to be a defective transmitter. The reported event of a constant disconnection is reportable based on the finding of a defective transmitter leading to a loss of connection. No injury or medical intervention was reported.